Manufacturer narrative:
A specific root cause could not be determined based on the provided information.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ft3 iii (ft3) on an e602 analyzer. The sample initially resulted as 4.1 pg/ml when tested on a different analyzer. The sample was repeated on the affected e602 analyzer, resulting as 7.89 pg/ml. The sample was repeated again on the affected e602 analyzer, resulting as 4.04 pg/ml. All three values were reported outside of the laboratory. The patient was not adversely affected. The ft3 reagent lot number was 124419, with an expiration date of 12/31/2016. The field service representative cleaned the sample probe and ran a synthetic fiber through the probe. He confirmed liquid level detection and pressure voltage. He confirmed the position of the sample probe and other probes. He ran performance testing and ran controls. No further issues were reported after these actions.